Event description:
Per the clinic, the patient underwent skin-flap rotation surgery under general anesthesia on (B)(6) 2021 due to an extrusion of the receiver stimulator. The implanted device remains.

Event description:
The device was explanted (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.